Event description:
It was reported that the system controller would be returned for analysis following the patient's pump exchange. There were no reported issues with the system controller. Related MFR # of pump: 2916596-2022-11128.

Manufacturer narrative:
Incidental findings: fluid ingress on the white power cable of the system controller. Manufacturer's investigation conclusion: the system controller (serial number: (B)(4)) was returned for evaluation following the reported event of multiple pump stops. The submitted and downloaded log files were reviewed, collectively containing information spanning approximately 17 days (1513:20:17 to 1530:07:49 in a days:hours:minutes format). Intermittent fluctuations in pump speed were observed throughout the data, reaching speeds as low as 0 rpm; however, there were no indications of any issues with the controller. The returned controller was functionally tested and found to perform as intended. There were no findings that affected the ability of the controller to operate the pump at the set speed. Review of the device history record for the system controller, serial number (B)(4), showed that the device was manufactured in accordance with manufacturing and qa specifications. The heartmate ii instructions for use (IFU) section 12.4 entitled ¿alarms screen¿ and heartmate ii patient handbook section entitled ¿display module¿ describe all system alarms and the steps suggested to resolve each of them, including those associated with low voltage and power cable disconnect conditions. The heartmate ii patient handbook section entitled ¿caring for the system controller power leads¿ addresses how to properly care for, maintain, and store the system controller and its power cables for proper use. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.